Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced dizziness, sweatiness, nauseous, weakness, almost collapsed. The cgm was reading low and the patient self-treated with cola (sugar) based on the cgm reading. Then she took a blood glucose reading was 29.0 mmol/l and called an ambulance. At the time of the report the patient was well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.